Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had compromised force sensor system. The customer reported that they could not rewind the insulin pump. The customer¿s blood glucose level was 132 mg/dl. The customer stated that the drive support cap was normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device failed to power up after battery installed due to corroded battery tube spring noted. Unable to verify a33 error due to device dose not powers up.